Event description:
It was reported that during service the device was found to have leaking batteries. There were no adverse consequences reported.

Manufacturer narrative:
The device was received by the manufacturer for eval. At this time, it was discovered that the device had a battery leaking condition.